Event description:
It was reported that during a lap assisted hysterectomy procedure, the tip of the instrument broke off and fell into the pt. It was retrieved. The site used a new device to complete the procedure. There was not pt consequence.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.